Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #806a81. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned joint cover damage and with one ecr45w reload(b) and one ecr60w reload(c) present. The reload(b) was received unfired, and the reload(c) was received partially fired 1/16. In addition, the reload(b) pan was noted to be partially dislodged from left proximal side. However, the trigger was broken and separated from the device during the investigation. No functional test was performed due to the condition of the device. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. The damage on the device, it is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. The returned reload(c) was not match with the device ec45a. Loading the incorrect reload for the instrument size or model may result in transecting the tissue without sealing. Also, it should be noted that a 60mm device is designed to work only with 60mm cartridges. Please reference the instruction for use for more information. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.